Manufacturer narrative:
The associated complaint device was not returned. A clinical analysis indicated that no clinical relevant information has been provided to conduct an analysis of the reported issue. No medical assessment can be rendered. Without the actual product involved our investigation cannot proceed. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate further as necessary. If the devices are received in the future, this complaint can be re-opened. We consider this complaint closed.

Event description:
It was reported that the poly has to be exchanged for a thicker one. A revision knee was performed approximately 2 years ago. It has to be replaced with constrained 15 mm insert.